Event description:
It was reported ten issues by the patient that he was experienced high blood glucose levels due to infusion set fell off during use of one day and was treated with correction bolus via pump on in between (B)(6) 2026 to (B)(6) 2026. This emdr is being submitted for an unknown number quantity.

Manufacturer narrative:
Initial 1 of 2. Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.